Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 330cc saline mentor smooth round high profile implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of an unknown baker grade rating and a deflation to the left breast prosthesis. As a result, the patient underwent removal and replacement with 225cc mentor memorygel breast implants on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).